Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from korean to english: the rubber part at the end of the plunger is crooked.

Manufacturer narrative:
Seven samples and two photos were provided to our quality team for investigation. A visual inspection was performed. Five samples had damaged stoppers, severely impacting their angularity. The condition observed is non-conforming with product specifications. The potential root cause for the damaged stopper defect is associated with the assembly process. The stopper angularity defect was appropriately detected during the batch manufacturing process. The process was stopped, the machine was requalified, and the line was entirely cleared of defects prior to resuming production. However, it is possible that a limited number of pieces escaped detection under this condition. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2202719. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.